Event description:
It was reported that this system with cardioverter therapy defibrillator (crt-d) and right ventricular (rv) lead displayed an alert for high out of range shock lead impedance (sli) of greater than 200 ohms. Technical services (ts) reviewed the data and noted the shock vector was set to triad in a single coil lead. Ts advised to set back to distal coil to crt-d and to measure the sli again. Ts also noted that the system was recently implanted, so it was discussed that if the issue is not resolved with the recommendation, there might be an under insertion or a set screw issue. Ts also suggested a chest x-ray to check the positioning of the lead. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was reprogrammed back to distal coil to can and the hv impedance came back down to normal. The reason for out-of-range values was the temporary programming to triad.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed an alert for high out of range shock lead impedance (sli) of greater than 200 ohms. Technical services (ts) reviewed the data and noted the shock vector was set to triad in a single coil lead. Ts advised to set back to distal coil to crt-d and to measure the sli again. Ts also noted that the system was recently implanted, so it was discussed that if the issue is not resolved with the recommendation, there might be an under insertion or a set screw issue. Ts also suggested a chest x-ray to check the positioning of the lead. This system remains in service and no adverse patient effects were reported.